Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4592 implantable pacing lead - (B)(6) 2009; 4965 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported by the patient that during the implant procedure, the physician encountered difficulties while attempting to implant the 'third wire.' Additionally, a second surgery was required the following day due to the same 'third wire.' The lead remains in use. No patient complications have been reported as a result of this event.